Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, during a segmentary resection, the handle could not be fired with the reload. There was a 45 minute delay because the tissue was torn and they had to extend the original incision by more than 2.5 cm as they did not have the adequate material at the account to perform the technique of suturing through thoracoscopy.

Manufacturer narrative:
(B)(4). Evaluation summary: post market vigilance (pmv) led an evaluation of one handle and one reload. Visual inspection of the instrument noted no abnormalities. Visual examination of the reload noted that it was pre-fired and engaged in interlock with the jaws open. Functionally, the instrument was loaded with post market vigilance representative reload. The instrument successfully, clamped, cycled fully, opened and unloaded repeatedly without difficulty. During functional testing, the reload was loaded into the subject instrument. The interlock was overridden and the instrument and reload were applied to test media, and found to function properly. All staples were placed and test media was cleanly transected. Functional testing confirmed the safety interlock feature successfully prevented the reload from cycling again. A review of the instrument device history record indicates this device lot number was released meeting all quality specifications. A review of the reload device history record could not be performed because the lot number was not received. However, records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all current specifications. Replication of the pre-fire condition with interlock engagement may occur if the instrument firing handle had been partially compressed and released after pressing the green firing button. In this situation, the safety interlock feature will engage and prevent the reload from firing a second time. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate.